Manufacturer narrative:
Product complaint #(B)(4). Section b5: additional information was received on 24-jan-2024. Summary: per the information provided, regarding the adverse event of a ¿subarachnoid hemorrhage,¿ the event likely occurred ¿during the procedure after stent retriever removal. Stent retriever was deployed and aspiration was applied and removed simultaneously according to solumbra technique.¿ the procedure date was (B)(6) 2023. There were no intraoperative device deficiencies. The patient¿s baseline neurological status was said to be ¿mrs 0, presentation nihss 28¿ (baseline nihss score was 28: severe, and modified rankin scale score of 0-no symptoms). There was no medical or surgical intervention performed to treat the event. Regarding any permanent deficits for the patient, it was said, ¿other than baseline infarction, no. Nihss 18 after the procedure. Discharge nihss 6. Discharge report says mrs 4. Discharge date was (B)(6) 2024.¿ the event did not lead to prolonged hospitalization. There was no vessel trauma associated with the event. As for the physician¿s opinion on factors that may have contributed to the event, it was commented ¿stretching of vessel when pulling stent retriever commonly seen in stent retriever pulls.¿ in the pi¿s opinion, the event was related to the study device; ¿yes, seen with other stent retrievers when pulling and straightening vessels around turns.¿ a review of the manufacturing documentation associated with lot 23e097av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). Section b5: additional/modified information was received on 20-jun-2024. Summary: regarding the event of ¿subarachnoid hemorrhage,¿ the outcome of "recovering/resolving" was updated to "not recovered/not resolved." Additional patient and procedure details were noted on the clinical database, the crf, at the time of this review. Summary: an 83-year-old female (subject (B)(6)) with no medical history, presented with an unwitnessed non-wake up stroke. The last time seen well was on (B)(6) 2023 at 19:00. Symptoms were first observed on (B)(6) 2023 at 00:00. The patient was presented to the treating hospital on (B)(6) 2023 at 06:54. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿cardioembolic.¿ the patient¿s baseline nihss score was 28 and a mrs score of ¿0-no symptoms.¿ on (B)(6) 2023, the patient underwent an endovascular mechanical thrombectomy using an embotrap iii 5 mm x 37 mm (et309537/ 23e097av) for an occlusion at the m1 segment of the left middle cerebral artery (mca). The pre-pass mtici score was 0. The 1st pass resulted in a mtici score of 2c, with clot retrieval in the stent-retriever. During the procedure, a guidewire was used, but the brand was not specified. A 0.021 trevo microcatheter, a 0.071 zoom intermediate catheter, and an 8 walrus balloon guide were also used. There were no intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 18. On (B)(6) 2024, the patient was discharged to a rehabilitation center with an nihss score of 12 and a mrs score of ¿4-moderately severe disability. Unable to walk without assistance and unable to attend to own bodily needs without assistance.¿ on (B)(6) 2024, the patient was assessed for the 90-day post-procedure assessment, which resulted in a mrs score of ¿4-moderately severe disability. Unable to walk without assistance and unable to attend to own bodily needs without assistance.¿ a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the excellent study ((B)(6)), a patient of unknown age, sex, and medical history (subject (B)(6)) presented with an unknown stroke type on an unknown date. On (B)(6)2023, the patient experienced the adverse event of ¿subarachnoid hemorrhage,¿ which became known to the site and sponsor on (B)(6) 2024. The principal investigator (pi) assessed the event as not serious, mild in severity, and as possibly related to the study device, not related to the large bore catheter, and probably related to the primary surgical procedure. This event was not medically treated, and the outcome is recorded as ¿recovering/resolving,¿ with no end date listed. No further information was made available at the time of this review.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section a1. Patient identifier: (B)(6). Section d.4: the product catalog and lot number is not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.